Manufacturer narrative:
Product event summary: the product, flexcath advance sheath 4fc12 with lot number 66032-05, was returned and analyzed. Visual inspection demonstrated that the device was intact with no apparent issues. The stopcock distal end luer was attached properly to the sheath. It was observed that the sheath was returned with a competitor dilator contained within the sheath. During functional testing with a test balloon catheter, air aspiration was observed. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of stopcock detached has not been confirmed as the stopcock was properly attached to the sheath. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the sheath was inserted and advanced and air was removed. Upon extracting the dilator, the stopcock was observed to be detached. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.